Event description:
During a procedure the top cap was only able to advance approximately 1 cm and got stuck. Eventually the device was able to be deployed but took a lot of work. Patient is said to have had a "funny neck".

Manufacturer narrative:
Evaluation: customer returned the delivery system from the tffb-32-111, zenith flex aaa endovascular graft in an opened and used condition. Neither the graft nor the trigger wires were returned. During examination of the returned device the top cap was cut off and into two pieces in order to examine the inner surface of the top cap. Investigation revealed that there were no abnormal scrapes on the inner top cap material. Additionally it was found that the nose cone was loose from the threaded cannula and would twist freely. The customer stated that the above product was used on a patient with a "funny neck". Most likely this meant that the patient had tortuous anatomy. If that were the case then the customer may have experienced difficulty in deployment of the graft due to patient's anatomy. Cook instruction for use states the following. "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees from infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm) ; an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key elements may be more conducive to graft migration."